Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient had an issue as the cannula came out of the set, while it was inserted in the body and there was a bump at the end of it. Reportedly, the infusion set as the tubing was detached from the tubing connector and the patient had high blood glucose level (more than 600 mg/dl). This incident happened twice with the patient and this report is of the second time. To bring down the high blood glucose level, the patient self-treated it by changing the infusion set and pump. The patient now, pulls on it to make sure it stays in, every time after insertion. No further information available.